Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that post implant the patient had a long recovery with stable right ventricular function but required slow wean of dobutamine and continuous renal replacement therapy (crrt) with intermittent hemodialysis for volume management. The patient had respiratory failure that required tracheostomy, dysphagia that required a gastrostomy-jejunostomy tube, a cerebral vascular accident (cva), gastrointestinal bleed, acute kidney injury requiring crrt, and a pulmonary embolism. The patient was hospitalized for three months then discharged to rehab for two months before being discharged on (B)(6) 2022.

Event description:
It was reported that the patient had a middle cerebral artery cerebrovascular accident with hemorrhagic conversion. No changes to anticoagulation were thought to have contributed. The stroke was thought to be cardioembolic in nature. The patient was placed on a high bleed risk heparin nomogram, they continued working with a physical therapist and had no longstanding deficit noted from the stroke. Acute hypoxic hypercarbic respiratory failure was likely secondary to worsening heart failure requiring intubation and inotropic support. The patient experienced significant volume overload.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas) until the patient expired on 22oct2022 (MFR # 2916596-2023-00405). No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including renal failure, respiratory failure, stroke, bleeding, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, although the patient¿s infection was not considered to be device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas and a late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.